Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Patient identifier - requested, not yet provided. Weight - requested, not yet provided. Ethnicity - requested, not yet provided. Race - requested, not yet provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor used angio-seal evolution 6fr to perform a diagnostic angiography procedure. During the closure of the puncture and after the doctor deployed the anchor, the doctor pulled the device handle into full rear position and the sleeve snap locked. When the doctor pressed the suture release button and pulled back the device handle to complete the hemostasis, the collagen and suture came out of the device but were outside of the patient's body without covering the puncture area. There was no outside presence of the anchor observed and hemostasis was achieved with manual pressure. The patient was observed for hours after the procedure was completed.

Event description:
Additional information was received on 5/18/2018: there was no difficulty with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. It was reported that the patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide information to the ethnicity and to provide additional information to the b5 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. One used 6 fr angioseal evolution device was received for product evaluation. No accessory components were returned with the device. The returned components were subjected to visual analysis where blood-like substance was observed. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor at the distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted at an appropriate angle to the distal tip of the hemostatic sheath. Digital force was then applied to the anchor, deploying the collagen. The suture tore. Based on the evaluation performed the complaint could be confirmed for pullout. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The dried blood-like substance likely created forces that led to the suture breaking during the product evaluation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.